Manufacturer narrative:
(B)(4). FDA codes for this 3500a form are listed below; system updates pending. Result code: 22 known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system and esheath have been retained by the site¿s risk management department and are not available for evaluation at this time. No images from the case or of the devices were provided. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the delivery system balloon rupture during valve deployment cannot be confirmed. However, it was perceived that patient factors (severe native leaflet calcification, severe stj calcification) likely contributed to the balloon rupture and the subsequent withdrawal difficulties. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
During a transfemoral tavr procedure, performed under conscious sedation, a 26mm sapien 3 valve was deployed. Near the end of the valve deployment, the commander delivery system balloon ruptured. The valve was stable and positioned in the intended position, 80:20 aortic/ventricular (a/v). During the withdrawal of the delivery system, ¿more than the usual amount of resistance¿ was encountered when the delivery system was pulled back into the esheath. The delivery system was removed. A second delivery system was prepared and used to post dilate the valve. Following withdrawal, examination of the initial delivery system revealed a longitudinal, circumferential tear on the proximal end of the balloon. When the esheath was withdrawn from the left-side access site, it was noted that the marker on the sheath tip had ¿broken free¿ and ¿floated¿ down the right side. Angiogram noted the marker was ¿wedged¿ in the epigastric artery. The marker was noted to be stable and was not expected to embolize. The decision was made to leave the marker in place. There are no plans to attempt to retrieve the marker at this time. A nurse manager informed the patient and the patient¿s family of the event. At the time of the report, the patient was in stable condition. The native annular valve area measured 500mm2 by CT. No annular calcification, severe native leaflet calcification and mild aortic root calcification was reported. The stj measured 22mm with severe calcification reported. It was perceived that the severe stj calcification caused the balloon rupture during valve deployment.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-01833 .